Manufacturer narrative:
Added information.

Manufacturer narrative:
H10: h3, h6: the returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Review of complaint history of the reported lot number 2023444 for the past 3 years found no other similar complaints. A review of manufacturing records for the reported lot number 2023444 found no non-conformance's or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the wand shows minimal electrode and screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible quantum controller and registered an e-7 error. After by-passing the error, the wand performed as intended. The cut suction line was tested and performed as intended. The complaint was verified and the root cause could not be determined with certainty. Factors that could have contributed the reported e-7 error. The rf controllers may have been reused or turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to this kind of errors include disconnecting the wand from the controller after power has been turned on; previous use or incorrect power cycling of the controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy & sub acromio decompression, when wand was plugged into quantum 2 console, e7 error was displayed. There was no significant delay or patient injuries and the procedure was finished with a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.